Event description:
I wasn't informed well before a refractive surgery (lasik with microkeratome). I ended up with 20x the effect they show me for halo, they never explain to me that my pupils size will affect my vision after the surgery. They do write dry eye may be permanent, but in person they answer you that all was ok and everything should be fine. I ended up with floaters but I didn't know that it could happen even if the surgery was perfectly done. You need to have a big check up on how it's done in theses clinics. The machine probably works fine, the surgeon probably did a good surgery. Bottom line is, I wasn't correctly informed and that happen to a lot of person. You probably don't hear it a lot because the person who don't end up with problem just don't know and the person who have problem don't all take time to make a complaint. Lasik md vision. FDA safety report ID# (B)(4).